Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received: "attune ps rp right planing was change the tibia only tibia mal position internal rotation we have to remove all the prothesis because it was impossible to have an attune revision for this case". The product was not returned to depuy synthes, however photos were provided for review. The photographs attached were reviewed, however only one portion of attune rp tib base sz 5 cem could be observed on evidence provided. The investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the attune rp tib base sz 5 cem would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Attune ps rp right planning was changed; the tibia only tibia mal position internal rotation. We have to remove all the prothesis because it was impossible to have an attune revision for this case.